Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; using the pod 5 / pages 43-44. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient¿s blood glucose (bg) read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) after wearing the pod between 4 and 24 hours on the arm. There were several correction boluses (exact amount was not provided) but not able to lower bg levels. The patient was able to smell insulin and noted that the adhesive pad was not completely secured. She was also having stomach pains and decided to go to the hospital where she was diagnosed with diabetic ketoacidosis. At the hospital she was placed on an intravenous therapy drip and treated with a manual injection with an insulin pen of novorapid. They also did blood work (specific details not provided). The pod was worn between 4 and 24 hours on the arm.